Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1516704) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported by the facility that a 6f introducer sheath was used for the procedure. Per the mynxgrip instructions for use (IFU), the mynxgrip mx5021 is indicated for 5f only. The mx5021 5f sealant is not designed to seal a 6f arteriotomy and using a procedural sheath that has an outside diameter greater than 5f could result in deployment failure. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip vascular closure device failed to deploy properly during the deployment procedure. The device was being used for arterial closure. It is unknown whether or not the user shuttled down completely. It is unknown if significant resistance was felt when shuttling down. It is unknown if unusual force was applied when shuttling down. No further information is available at this time.